Event description:
--

Manufacturer narrative:
--

Event description:
Boston scientific received information that during a routine implant procedure, this right ventricular (rv) lead would not pass through the 9f sheath. A new 9f sheath was used by a different manufacturer, and again the lead would not pass through the sheath. The decision was made to remove the sheaths and lead and attempted to insert the two on the table. A lot of force was required to advance the lead through the sheaths and the physician was not prepared to take this risk in the vasculature. A new lead was opened and passed through the sheath and the procedure was complete. The sheaths and lead will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, all products were thoroughly inspected and analyzed. Visual inspection confirmed the lead, as well as two unknown, unmarked introducers were received. One introducer was longer than the other. Attempts were made to insert the returned lead through each introducer. When attempting to insert the lead in the shorter introducer, the tip of the lead would not enter the opening. The lead could be advanced through the longer introducer; however, the tip would not exit the distal end. A 9 french lead measures approximately .118 in diameter. The returned introducers' inner diameters were measured. The shorter introducer had an inner diameter measurement of approximately .114; the longer introducer measured approximately .118. The returned lead was passed through a boston scientific 9 french introducer with no difficulty. The introducer's inner diameter measured .123. The lead was also passed through a .119 gauge with no difficulty. Analysis concluded the difficulty encountered passing this lead through the two introducers was a result of the inner diameters of the introducers being too small for the lead to be easily maneuvered through.